Event description:
Per independent repair center statement, the unit alarm would not function. The key failure was a short circuit in the power switch. Additional malfunctions were a defective shroud and a dirty/clogged intake filter.